Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: 2023 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 10-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (2 mg/ml at .45 mg/day) and bupivacaine (6 mg/ml at 1.3 mg/day) via an implanted pump. The patient¿s medical history was noted to be autoimmune vitamin b12 deficiency and extreme skin sensitivity of legs. The indication for pump use was non-malignant pain. It was reported that 2.5 months ago, the pump was noted to have a volume discrepancy at the time of the pump refill. The patient was unable to say how much of a difference between the expected versus actual volume. Per the patient, she was having problems with her pump flipping. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient stated that she was not given an abdominal binder at the time of the implant surgery in january which she was told would have helped with the pocket. A dye study was attempted 2.5 months ago and was unsuccessful. They were un able to aspirate. The patient was referred for a full system replacement. During the procedure, it was noted that the catheter was significantly twisted from the pump flipping in the pocket. The catheter was tied off and abandoned in the patient¿s body, and a new catheter was implanted. The pump was also replaced with a new pump as approved by the insurance. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.